Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer also reported that the insulin was squirting out during manual prime process. The customer stated that the drive support cap was loose, sticking out and flush or not. The customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.